Event description:
The customer contact reported that during testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.